Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with a 16-53 purple stylet in the lead. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced discomfort due to an extended procedure time. The right a trial (ra) lead was tested, however thresholds were unstable. After repeated placements, the lead could not be affixed. The physician finally chose to remove the lead, and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.